Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8045794, medical device expiration date: 2023-02-28, device manufacture date: 2018-02-14, medical device lot #: 8144593, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-24." Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. Investigation summary: a complaint history check was performed and this is the 1st. Related complaint for incorrect/missing label information on lot # 8045794 & 8144593. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that expiration date was missing on the sample packs with a bd pen ndl 32g 4mm 5b xtw bulk us w/expiry. This occurred on 2 separate occasions with batch # 8045794, was discovered prior to use. The following information was provided by the initial reporter: (2 of 2 complaints) stated there is no expiration date on any of the packs, however confirmed a copyright date of 2016 on all sample packs.